Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any pre-op chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience? Was the device difficult to close? Was the device difficult to fire? Where in the green gap setting scale was the indicator when the device was fired? What is meant by ¿1/3 out of staples¿? Were there any staples present? Were there any staple formation issues noted? Did the healthcare professional confirm a complete transaction when the device was fired? What is the current patient status?

Event description:
It was reported that during the anastomosis left colon rectum, the stapler formation wasn¿t complete. 1/3 out of staples. They had to do manual suture and made the blue methylene check. They also had to do a ileostomy. 24 hours later the patient is good. Distal donut was ok but proximal donut was not complete.